Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose of 22 mg/dl. Customer was unresponsive but declined going to the hospital. Customer reported that the retainer ring may be broken but was not sure. Troubleshooting was performed and the insulin pump passed the self-test. The customer will monitor the insulin pump. The insulin pump is not expected to return for failure analysis.